Event description:
Boston scientific received information that this device has been explanted due to a depleted battery. Reportedly, the patient does have a high left ventricular threshold; however, the physician felt the device still should have lasted longer than the implanted duration of three years. The explanted device will be returned for a longevity analysis. No resulting adverse patient effects were reported and another boston scientific device was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Review of device memory noted this device did not reach elective replacement indicator (eri) battery status while implanted. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Following return and completion of lab analysis, this event will be further updated.